Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: lightheaded, shaky. A pt reported they were unable to test. Their meter allegedly would only prompt redo check. There was no result on the meter. No other blood glucose tests reported. No comparisons reported. Treatment was: customer drank orange juice. No further info has been reported.